Event description:
Elevated lactate values was incorrectly obtained when measuring lactate in a pt with ethylene glycol poisoning. Apparently, glycolic acid (a metabolite seen in ethylene glycol poisoning) interferes with the lactate sensor causing the erroneous lactate values. Medical intervention (dialysis) was initiated "to prevent death and minimise long-term complication" (quoting the initial reporter).